Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station server disabled the transceivers. The customer attempted to reboot the sys with the phone support of a company representative, but the sys came up with a blank screen. No pt injury was reported.

Manufacturer narrative:
The company service rep went to the facility and replaced the server hard drive. The system was tested to factory specs. It functioned normally and was returned to use.